Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The international customer reported the device alarmed with vent inop due to a machine and proximal pressure sensor failure. There was no patient involvement.

Manufacturer narrative:
The data acquisition board was returned to the manufacturer for failure investigation. The customer returned da board was installed in an fi test ventilator. The pressure accuracy test was performed and passed. The ventilator was run for two hours without any errors occurring. No failures were found.